Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During a check-out procedure at the manufacturer's service center, a ventilator failed steps during testing. The device's machine flow sensor and inline proximal filter were replaced to address the issue. Additionally, the air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.